Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level over 700 mg/dl; cause was not known. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.